Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to a combination of challenging patient morphology/pathology (short, restrictive, and calcified posterior leaflet and user technique/procedural conditions (visualization difficulties due to rotated heart). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The posterior leaflet was short and restricted and the annulus was calcified. The heart was rotated and imaging was difficult. One clip was placed and leaflet assessment was satisfactory. The clip was deployed; however, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was then deployed. The mitral regurgitation was reducted from grade 4 to grade 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4).